Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. Unable to confirm the motor error alarms.

Event description:
It was reported that the customer experienced high blood glucose of 500mg/dl the night before, and he was treated with a manual injection. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal rates, and bolus wizard were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and the test failed twice. The mother mentioned that her son got motor error alarms a month ago. Advised the caller to revert to back up plan. No further information was provided.